Manufacturer narrative:
A product investigation is in progress.

Event description:
String came off tampon during removal. Finally able to remove it- retained, vagina [foreign body in reproductive tract]. Tampon string came off [device breakage]. Went to remove tampon, string came off. Able to get it out [complication of device removal]. Case narrative: consumer reported via phone that string came off tampon during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String came off tampon during removal...finally able to remove it- retained, vagina [foreign body in reproductive tract] tampon string came off [device breakage] went to remove tampon, string came off...able to get it out [complication of device removal] case narrative: consumer reported via phone that string came off tampon during removal. No serious injury reported.